Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient came and they observed the leakage from hub at y site of safestep (the junction where the nfc hub is there. Additional information received 9/6/2023: it was reported this occurred between (B)(6). There were no air bubbles associated with the leak, just fluid drops from the breakage point when the staff tried to flush. The surface is cleaned and the safestep was replaced with a new one. No patient injury.

Event description:
It was reported that the patient came and they observed the leakage from hub at y site of safestep (the junction where the nfc hub is there. Additional information received on 9/6/2023: it was reported this occurred between 8/21 and 8/25. There were no air bubbles associated with the leak, just fluid drops from the breakage point when the staff tried to flush. The surface is cleaned and the safestep was replaced with a new one. No patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the root cause could not be determined. One video of an infusion set was returned for evaluation. An initial visual observation of the video showed the device being flushed. A leak could be seen near the y-site however, the exact location of the leak could not be determined. Use residue was observed on the sample in the returned video. No other details of the damage could be seen on the sample in the returned video. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.